Event description:
It was reported that the pump screen lit up; however, there was no data visible on the screen. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.